Event description:
It was reported, the camera head was not recognized when connecting to the main body. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed as no image was displayed due to cable failure. Additionally, flooding of the connector was noted. Based on the results of the investigation, the definitive root cause could not be determined. A device history record review was completed, and no issues were identified. The device history record confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.